Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney the patient underwent an incisional hernia repair surgery on (B)(6) 2003 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2016 where the surgeon noted ¿confluent with the mesh was an edematous area of small bowel and omentum contracted in scar obstructing a loop of small bowel with proximal dilated bowel and distal collapsed bowel. This scar/mesh/omentum was carefully dissected free from the obstructed loop of small bowel and sent to path.¿ it was reported the patient continues to experience severe pain, nausea, diarrhea, chills, inflammation and loss of appetite. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 05/20/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Date sent to the FDA: 05/23/2024. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.